Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported to the emegency room with complaints of syncope and palpitations. An atrial tachy response (atr) event with a ventricular rate between 70 to 100 beats per minute was noted. The device interrogation revealed no issues, thus the cause of the syncope remained unknown. No additional adverse patient effects were reported.